Event description:
It was reported that during an enucleation myomectomy, the loop electrode broke off and became embedded in the myoma. The embedment was confirmed by hysteroscopy. The loop was lost during the procedure, and although the myoma was removed for confirmation, the loop was not present. An x-ray was performed, but the loop did not appear. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and additional information based on the approved final investigation. Updated fields: b5, h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the procedure was completed with a new device of the same model number.